Event description:
It was reported that patient presented remotely. The implantable cardioverter defibrillator exhibited failure to communicate using bluetooth telemetry. Patient was brought into clinic. Programming changes were made on the device. No patient consequences.

Manufacturer narrative:
The reported event of inability to communicate via bluetooth was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of bluetooth connectivity.